Event description:
A customer's mother reported via phone call indicating the customer's insulin pump was displaying the wrong information that was programed in the pump. The customer would enter the carbs and the pump would give the customer the amount of insulin for the correction but when the customer would double check the information the pump would display different information causing the customer to eat for the difference in the amount of insulin. In addition, the pump would not show the square bolus. The mother was assisted with trying to figure out the issue. However, the mother had a hard time understanding the language and stated that they will call back at a later time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.